Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had a high blood glucose of 408 mg/dl. They did not mention any form of treatment. Troubleshooting was not performed for the high blood glucose. They were assisted with setting up the insulin pump. The device was not returned for analysis.